Event description:
It was reported that the device had a cassette not attached properly and bubbled and delaminated dso sensor seal. No patient involvement.

Manufacturer narrative:
B3 - month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device, confirmed customer complaint during functional testing and visual inspection. Probable cause was failed downstream (dso) sensor, upstream occlusion sensor (uso) seals. Replaced dso sensor, uso sensor, and the seals. Device passed all functional testing after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.